Event description:
Info received indicates the brake engages but the caster still moves.

Manufacturer narrative:
The tech found the brake mechanism was not providing enough tension to hold the casters. He replaced brake mechanism to repair the bed.